Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer reports that after 7 days of using the product, there appeared to be a hole in the lumen between the cup and the hub (in the external connection) causing leakage of blood. The customer further reports a leak was noted just below the molded strain relief on the extensions. The customer reports that 70 percent alcohol was used to clean the area and the area was completely dried prior to insertion. It was not difficult to be secure and was secured with amputee suture. The uvc was inserted (B)(6) 2013 in the arterial umbilical. This was used for periodic use. 1cc syringe with 1 unit of heparin and 1cc of saline was used to flush the line. The hub was not cleaned. The uvc was removed on (B)(6) 2013. The uvc was not replaced. The status of the patient is ok.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.